Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - arthralgia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported presenting to the emergency room due to an inaccurate cgm reading. His cgm displayed a value of 64 mg/dl. He attempted to treat the low reading by consuming juice and a soft drink; however, the cgm continued to display the same value. He then performed a fingerstick bg test, which showed a value of 584 mg/dl, prompting him to seek emergency care. The patient remained in the emergency room for approximately seven hours and reported symptoms of extreme thirst, dehydration, fatigue, and joint pain. During his visit, he received insulin via his omnipod insulin pump, intravenous fluids, and was monitored. The patient stated that he was ¿feeling fine and much better¿ at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After consuming juice and a soft drink, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.